Event description:
It was reported that a patient has an implant that has loosened. The screws at the distal portion of the plate have loosened from the metacarpal. The implant has not been removed. This report is for an un unknown quantity of screws. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.